Event description:
My right saline implant ruptured and these implants have been in since 1995, too long and I've been sick for many years due to the implants. I recently had a mammogram and ultrasound of my right breast and it shows I have a cyst there. Also I have multiple cysts on my body and I believe it's from the implants skin rash also. I also have thyroid disease for many years now. Joint pain, back pain, knee pain every day. I get migraines at times too. FDA safety report ID # (B)(4).